Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after right tka surgery had been performed on unknown date, the patient experienced knee pain and suspected implant loosening. This adverse event was solved by conducting a revision surgery on (B)(6) 2024, in which the legion ps oxin fem sz4 rt, the gns ii cmt tib size 3 right, and the lgn xlpe ps insert sz 3-4 9mm were explanted. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. For the legion posterior stabilized oxinium femoral, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the genesis ii non-porous tibial baseplate and legion xlpe ps insert. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.